Event description:
It was reported that the user experienced intermittent communication failure between the dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, with glucose readings present in the dexcom app but not on the ilet, consistent with signal loss to the pump and involving the transmitter/antenna component of the electrical and magnetic subsystem. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user, along with troubleshooting and education to reselect the dexcom model and re-enter the pairing code, with instructions to allow time for pairing. Investigation of this case revealed an interoperability problem between the cgm and the ilet consistent with intermittent communication failure associated with the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.